Event description:
This event was reported as endocarditis; methicillan sensitive staph aureus was cultured in 4 positive blood tests. Pt returned to hosp after discharge with 106 degree fever. Tee noted 2cm vegetation on the pt's native mitral valve and also vegetation on aortic valve. No further info was provided.